Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set was occluded. The following information was provided by the initial reporter: unable to flush after multiple attempts. Additional information received from the customer: was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? There have been no incidence of patient harm, complication, or negative outcome. Could you please confirm if the event occurred on the same date for all lot numbers? Multiple dates.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 20059e and lot# 25029344 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16feb2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.